Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent ablation and balloon kyphoplasty at l4 due to breast cancer. Intra-op, the cannula broke off in the patient. There is part of the cannula remained in the vertebral body (vb) and partially outside the vertebral body. As a result, the patient had to go into surgery by an orthopedic surgeon to have the cannula excised from back. The procedure was completed but they couldn't remove the cannula till the very end of the case. The patient had incredible sclerotic bone. The physician did a lot of hammering to gain access into the vertebral body. He then was able to ablate the balloon and fill with cement. The cement did travel anterior and did not travel anywhere else in the vb. When the physician went to remove the trocar from the patient to finalize the case, the trocar would not fasten down on the cannula. That was a red flag. It was thought that the cannula must have been bent because there wasn't any cement in that area or didn't appear to be any. He then had to pull the trocar out and then he was trying to pull the cannula out with his hands. He couldn't even move the cannula. He was twisting and pulling. He then pulled and the trocar broke off leaving behind part of the cannula in the spine and body.

Manufacturer narrative:
Additional information: x-ray review result: post-op x-ray from l5 kyphoplasty show a fracture of the pedicle access needle. The surgeon was noted that the bone was sclerotic and the pedicle access needle needed a lot of malleting to insert the needle. This can happen sclerotic bone and not likely related to the set up time of the cement. Product image review result: photos shows cannula broken near the center of the shaft. If information is provided in the future, a supplemental report will be issued.